Manufacturer narrative:
Section a4: during processing of this incident, no information regarding weight was received. Section b3: date of event is estimated. Section b5: during processing of this incident, an attempt was made to obtain complete event information; however, no further information was received.

Event description:
It was reported that patient's ipg was inoperable. Surgical intervention may be undertaken to address this issue.

Manufacturer narrative:
A patient experiencing an inoperable ipg was reported to abbott. No intervention is planned at this time. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.